Event description:
Customer reported ventilator would not power on during checkout. Customer reported the unit was not in use on a patient.

Manufacturer narrative:
The respironics service technician confirmed the ventilator would not power up. Upon evaluation of the ventilator, the service technician reported he found a wire to the main circuit breaker disconnected. The service technician reconnected the wire. Extended self testing (est) and electrical safety testing was performed and passed per operating specifications. Loose electrical connection.